Event description:
Boston scientific neurovascular was made aware of an event in which a patient presented with a previously ruptured anterior communicating artery (aca) aneurysm, was scheduled for a coiling procedure. The aneurysm in the a1 segment of the aca had difficult approach angle for the subject device. During the process of accessing the aneurysm, the subject device appeared to have glanced off the wall of the aneurysm. A subsequent angiographic run showed contrast extravasation. The first framing coil was placed and an angiographic run confirmed no further extravasation. Two subsequent coils were placed and the treatment was completed. The patient is recovering well from the subarrachnoid hemorrhage and treatment, doing well.